Event description:
Troubleshooting details from day of surgery received. The setscrew was tightened down before each diagnostic reading to the recollection of the attending representative. They attempted to remove and reinsert the lead pin into the generator several times in an attempt to properly insert the lead pin into the generator. In regards to receiving normal impedance, it is unknown how the lead pin was held, however, to the recollection of the attending representative nothing looked out of place. No other relevant information has been received to date.

Event description:
Suspect device has been received and is undergoing product analysis. No other relevant information has been received to date.

Event description:
Internal generator data of the device was reviewed and the reported high and low impedances were confirmed. No conclusion in to the reasons in which this occurred can be obtained from the internal generator data. Product analysis of the suspect device was completed. Quality engineering review of the event was performed. It was found that the part of the canted spring was elongated (stretched out) and not in the channel of the positive connector block. It was determined to be the cause of the lead insertion difficulty as the stretched canted spring was obstructing the cavity in which the lead is inserted. This malfunction is also suspected to be the root cause of the high impedance seen as a disconnection between the lead and the generator is a known cause of high lead impedance. The stretched spring likely created a barrier causing a partial connection, or no connection, between the generator and the lead. One potential cause of the stretching of the canted spring is operator damage during the bead blast cleaning step of manufacturing. However, the DHR of the device was reviewed and confirmed that the device passed all functional specifications and quality tests prior to distribution. Although the likely cause of the high impedance was identified during pa, the cause of the observed low impedance is still unknown. In general, low impedance can be caused by (1) a stuck closed reed switch, (2) broken or short circuit condition within the lead, (3) microcontroller adc issue, or (4) a defective generator. Additional information was received noting that the lead was not revised and the same lead was used to test all generators including the one that was used for final implant (which showed good lead impedance). It was also noted that the lead was not touched therefore the nerve was not irrigated. The response from the customer eliminates the potential root cause a short circuit caused by fluid buildup around the nerve or the lead due to irrigation during revision surgery. Given the known information, the most likely cause of the low impedance remains unknown. Pa did not identify any additional anomalies with the generator and the customer did not report of any visual issues with the lead. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during a replacement surgery, the generator was connected to the lead and intermittent high/low impedance was being seen. It was noted that the pin re-insertion was done, and flushing interfaces with saline was performed. Test resistor was not available but pre-op and in-operative interrogations with previous generator noted diagnostics within normal limits. It was noted that if the lead was to be held in a certain way they would get normal impedance. No visual evidence of fracture was noted. Upon comparing the old and new generator, it was noted that the surgeon felt it was more difficult interesting the pin, and that there were a few mm difference in pin insertion which would likely attribute to the high impedance observed. A new generator was opened and implanted with 4 good impedance showing. Device history records were reviewed for the device. The device passed all functional specifications and quality tests and was hp sterilized prior to distribution. No other relevant information has been received to date.